Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that there may be early battery depletion. It was also reported that the battery was ageing. The device was removed and replaced. No patient complications have been reported as a result of this event.